Event description:
It was reported that the as lvp 20d 1.2m tubing was blocked/occluded and would not prime lipids/fluid past the filter during use. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: "event 5 (row 15) occurrence: 1. Date of event: (B)(6) 2021. Material #: 2202-0007. Batch/ lot #: 20115719. It was reported that the lipids and fluid would not prime and pass the filter. Verbatim: priming intra lipids and fluid wouldn¿t pass the filter."

Manufacturer narrative:
The following fields were corrected. D10: returned to manufacturer on: no. D10: returned to manufacturer on:na. H6: investigation summary no product or photo was returned by the customer. The customer complaint that the lipids and fluid would not prime and pass the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20115719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 1.2m tubing was blocked/occluded and would not prime lipids/fluid past the filter during use. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: "event 5 (row 15) occurrence: 1. Date of event: (B)(6) 2021. Material #: 2202-0007. Batch/ lot #: 20115719. It was reported that the lipids and fluid would not prime and pass the filter. Verbatim: priming intra lipids and fluid wouldn¿t pass the filter."